Event description:
The abi [ankle-brachial index] studies at [redacted] will not have images attached to them. There are two patients I had [redacted] with abi's today. Unfortunately, all the information the machine utilizes to connect to laurel bridge/synapse was deleted somehow. Us instruments and biomed were both contacted. [Redacted], our biomed technician, is going to look into this matter tomorrow. As soon as he resolves the issues, he will let me know. I will talk him through sending the images to synapse and confirming they are in synapse. As soon as I am sure they are in synapse, I will let you know. I am sorry for any inconvenience. [Redacted] is very certain this issue will be corrected tomorrow.